Event description:
Ordered the free covid home test kits from covidtests.gov which were delivered today. The two boxes both has expiration dates of 01-20-2023. Kits came with a postcard which explains to check FDA's website for updates in cases where the tests are expired and are extended. The new expiration date on the link show as 01/20/2024? Why send out kits that will expired in about 2-1/2 months? It's wasting the manpower and expense of sending the old kits for couple months. Should send out only the kits that has at least several months. Our neighbors received their kits and it was for over a year before expiration. Kits in question are made by celltrion diatrust #covsc2005hc. Reference report: mw5147935.